Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was oversensed on this implantable cardioverter defibrillator (ICD) resulting in inappropriate anti-tachycardia pacing (atp). All lead measurements were stable and within normal limits. Air bubbles behind the sealplugs were suspected. No adverse patient effects were reported and the device remains implanted.